Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was undersensing the patient¿s atrial fibrillation (af). Programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.